Event description:
Viable female infant delivered via c-section after failed vacuum extraction delivery and cpd. The infant was born with apgar of 9/9. The infant was noted to have a large amount of scalp edema, grunting respirations, and a pale pink color. A skull x-ray was done revealing no fractures but a large cephalohematoma. The setting on the pump used for the extraction attempts were noted to be at 600mm/hg beginning at 1205, and again at 1210 and 1215. It was dc'd after 3 attempts and used during a contraction each time. The physician then allowed the mother to push on her own but she was unable to expel the fetus and at 1300 hrs a c-section was carried out. The infant was admitted to nbicu in stable condition. The mother had rec'd regular prenatal care and was a vertex presentation.